Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing threshold increased the day following implant of the leadless implantable pulse generator (ipg) and no capture was observed. The ipg was reprogrammed. Soon after, no capture was again observed and the physician elected to explant the leadless ipg and replaced the device with a transvenous system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.